Event description:
The user facility reports incident of a cut in the venous tubing found approximately 20 minutes into dialysis treatment. No problems or leaks were noted during priming or recirculation of saline in the tubing set; or during the first 20 minutes of treatment. Ebl = 100-200cc. No patient injury or need for medical intervention is reported.